Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that pre-dilatation was performed on the left anterior descending (lad) coronary artery, heavily calcified lesion. Following, a 3.5x38mm xience xpedition stent was implanted. Post implantation, an edge dissection was noted and treated with another xpedition stent. There was no adverse patient sequela. There was no additional information provided.